Event description:
The manufacturer¿s representative (rep) reported the consumer was in a car accident 1.5 weeks ago, and despite a stimulation adjustment, they couldn¿t feel stimulation. The rep. Was scheduled to meet with the consumer on (B)(6) 2016 to check the system, but as of (B)(6) 2016 the rep. Had no further information regarding the issue. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.